Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a faraview procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During sheath preparation, the sheath reportedly allowed the visible ingress of air bubbles in the sheath. The physician attempted multiple times to aspirate but the same issue of air bubbles occurred. Additionally, a fluid leak was reported from the valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was disposed.